Event description:
The pump was returned for investigation. Investigation revealed a dim display. This report is made based on results of investigation completed on 02/20/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/20/2015 with the following findings: during testing, the pump was powered on and the display screen appeared dim. Unrelated to the display issue, testing revealed the time and date reset to factory settings. The pump case was removed and evaluation revealed the internal clock battery on the circuit board had failed. Initial reporter: (B)(4).